Event description:
A break in the tricuspid valve. The catheter was detached. The catheter had migrated into the bowel and could not be removed endoscopically. It is expected to be excreted with the stool. The indwelling period was 30 days.

Manufacturer narrative:
The complaint of the feeding tube detaching is confirmed. The notes in this file indicate, "the catheter had migrated into the bowel and could not be removed endoscopically." It should be noted that the complainant has reported at this time the feeding tube is still in the patient and was not returned for evaluation. The genie tricuspid plug was returned loose and not attached to its locking retention clip. A ponsky feeding device was used and the insertion plug was inserted into the proximal end of the feeding tube. The retention clip was then secured to the feeding tube and tricuspid insert plug. After the device was assembled, the examiner then stretched the feeding tube and the assembled retention clip excessively. There was no movement of the tubing or retention clip. It is not known if the tricuspid valve and retention clip were assembled to the ponsky feeding tube correctly. The device had been in place for 30 days prior to the complaint incident. At this time, the exact mechanism of damage is undetermined. Gross visual and microscopic examinations of the complaint sample shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complaint.